Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer became hospitalized for diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of over 600 mg/dl. With an unknown cause. The customer declined to provide additional information regarding the issue.